Manufacturer narrative:
Unique identifier (UDI) #; corrected data; initial MDR inadvertently listed wrong UDI#.

Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
It was reported that the patient had possible high impedance, and that their m102 generator was getting low so the patient was referred for replacement. The physician had used a m3000 version 1.5.2.1 programming system. It was previously determined through in-house testing that, for model 102/102r generators programmed to output currents > 1ma, system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5.2.1 software would display a false high impedance. The cause of these false high impedance messages was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. As the patient's replacement was stated to be due to prophylactic replacement and the lead was not replaced, it is assumed that there was no issue with the lead. The lead impedance was within normal limits when a new generator was implanted. No further information has been received to date.